Manufacturer narrative:
At the present time the manufacturer has not received any further information regarding the event or information about the device location. If additional information is received the manufacturer will perform the relevant investigations. Device disposition presently unknown.

Event description:
On (B)(6) 2019 a patient received a carboseal valsalva cp-023 as part of an aortic valve replacement. The manufacturer was notified that the device was explanted and replaced with a second carboseal valsalva cp-023 on (B)(6) 2019. No further information was received.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer has made several attempts to follow-up for further information but has not received any additional information at this time. The review of the device history records showed the device met all required standards at manufacture and release, however, because the device was not returned and based on the limited information available at this time the root cause of the reported event cannot be determined at this time. The conclusion is thus deemed to be cause not established.